Event description:
Caller alleged discrepant inratio results. Results as follows: inratio > 7.5, lab 2.3. Time between tests: within 1 hour and 30 minutes. Therapeutic range: 2-3. Customer used the very last strip from this lot to perform the comparison. Patient self testers wife called on (B)(6)2014 to say that she had used a different lancet when she performed the inratio test. She used the on-the-go lancet this time and she usually uses uni-let lancets.

Manufacturer narrative:
Investigation pending.